Event description:
Reference complaint (B)(4). Case from clinical study (B)(6). A physician reported that a patient underwent a phacoemulsification, intraocular lens (iol) implant, posterior capsulotomy, vitrectomy with intravitreal injection, membrane peeling, use of heavy water, retinal reattachment, photocoagulation, air-fluid exchange and injection of c3f8 procedure in the right eye. After surgery, the patient experienced increased intraocular pressure in the eye. It was reported that, when the patient was in the supine position, anterior displacement of the lens-iris complex caused transient angle-closure, leading to an increase in intraocular pressure, which might also have been caused by the gas expansion. It was also reported that one weak post-surgery the patient experienced the event. The patient was treated with drug therapy as an intervention. The current condition of the patient was recovered from the reported event.